Manufacturer narrative:
(B)(4). The test battery was removed and reinserted with no failed battery test alarm noted. Insulin pump did not have a battery installed when received. No anomaly noted when installing or removing the test battery. Insulin pump communicated properly with the guardian link 3 and the test plug. No communication anomaly or calibration anomaly noted. Pump error63 (variable 3) alarmed during self test due to broken trace at u1 pin 6 (sda) on keypad assembly. Unable to verify audio/vibrate/absence of alarm during self test due to pump error. Toggled on/off and increased/decreased volume with the audio feature functioning properly. Insulin pump uploaded properly using carelink. Insulin pump passed displacement test, sleep current measurement, active current measurement. No damage noted on the battery compartment. No corrosion noted in the battery compartment. Insulin pump had a scratched case, pillowing keypad overlay and cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. Analysis identified product meets specification? No. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures error. Customer had received battery failed alarm. Customer the contacts were not missing. No harm requiring medical intervention was reported. The device will be returned for analysis.